Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and rupture. Additionally, healthcare professional reported "migration of implant towards clavicle." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: opening curved, brown particles on the gel and underweight. A visual and microscopic analysis was performed which identified: striated opening on anterior and smooth opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consistent in the use of some surgical tool and a smooth opening on anterior assessed as smooth opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and rupture. Device has been explanted.